Event description:
Boston scientific received information that during a follow up a right atrial lead dislodgment was confirmed. A repositioning procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additonal informaiton become available this investigation will be updated.